Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66-year-old female supported with an impella cp for the indication of acute myocardial infarction and cardiogenic shock experienced a purge leak in the sidearm before the red impella plug. The md noted leaking purge tubing directly in front of the red plug and recommended replacing the pump during the early shift due to the potential risk of pump failure. A subsequent call from the nurse indicated a ¿pp low¿ (low purge pressure) alarm. The reported event involved a purge leak in the sidearm before the red plug associated with a subsequent low purge pressure alarm. The device remained in use until clinical care was withdrawn, unrelated to device function. The pump was explanted, and the patient expired due to underlying medical conditions. The pump and purge cassette will be returned for evaluation; no request for replacement was made. Further assessment will occur upon receipt of the returned product and data download. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as stated by the clinical team.

Manufacturer narrative:
H6 code a0404 was erroneously entered on the initial manufacturer device report number and should be removed. The device was returned d9 was updated. The investigation is underway once completed a supplemental report will be sent.

Manufacturer narrative:
Corrected d4 serial number. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the fluid leak - sidearm was a purge line puncture in the catheter at the 78cm mark. This puncture allowed purge to flow uncontained in the catheter and travel into the sidearm and leak out. The cause of this puncture was an unintended user error. The cause of the purge pressure low was a fluid leak. The cause of this fluid leak was an unintended user error.